Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent laparoscopic anterior resection of rectal cancer, end to end anastomosis of sigmoid colon and rectum, prophylactic ileostomy and intestinal adhesion release. The diseased intestinal segment was removed with a linear cutting closure device and the residual intestinal segment anastomosis was completed with a tubular stapler. The patient was identified with anastomotic fistula and obvious abdominal infection. An exploratory laparotomy, transverse colostomy and intestinal adhesion release was performed.